Event description:
It was reported that the implant was removed due to mechanical failure and a fractured hex..

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿k013227.

Manufacturer narrative:
Zimmerbiomet complaint number(B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified what had the appearance of bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #19 and was used for approximately 4 years. No pictures or x-ray images were provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed due to mechanical failure and a fractured hex. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.